Event description:
Per the clinic, the patient experienced a tissue breakdown due to high magnet retention. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 8, 2024.